Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the x-ray tube blew. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.